Manufacturer narrative:
The reported field event of noise was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise was observed on the rv and ra leads for several years and the noise got progressively worse. Patient is dependent on the pacemaker. The source of the noise was unknown. It was not possible for the patient to perform isometric testing to reproduce lead noise as the patient has special needs and most of the leads in the pocket were not easily accessible. With small amount of the old leads it appeared to be normal. Device was damaged and bent when removing the device from the sub-muscular pocket and the physician did not want to put the device back in. Device was explanted. Leads were capped on (B)(6) 2018. Patient was stable.